Manufacturer narrative:
(B)(4). Date sent: 09/18/2025. D4: batch #unk. Corrected data: h4. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device ec60a with lot number 386d66; and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. Corrected data: b3, e1 (initial reporter facility name).

Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. D4: batch #369d81. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with no reload present. The jaw was deformed, no functional test could be carried out due to the condition of the returned device. It is also possible that handling by the customer could causing the jaw deformed. The event malformed staple could not be confirmed as the no functional test could be carried out due to the condition of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 369d81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/02/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the staples were malformed after firing. Changed another one to continue the surgery, the same problem happened. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.